Manufacturer narrative:
Device evaluated by MFR.: promus premier mr, ous, 4.0x12mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found distal to mid sections of the stent damaged. The struts were lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) measured and was within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issued noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed,12mm in length, eccentric, de novo target lesion was located in the mildly tortuous and 4mm in diameter left main coronary artety(lm). A 12 x 4.00 promus premier¿ stent was advanced to treat the lesion. However, upon advancing the device to the proximal lm, the device failed to cross and angiography revealed that the stent looked deformed. The device was removed and the struts was noted to be damaged. The procedure was completed with another 12 x 4mm promus premier¿ stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed,12mm in length, eccentric, de novo target lesion was located in the mildly tortuous and 4mm in diameter left main coronary artery(lm). A 12 x 4.00 promus premier¿ stent was advanced to treat the lesion. However, upon advancing the device to the proximal lm, the device failed to cross and angiography revealed that the stent looked deformed. The device was removed and the struts was noted to be damaged. The procedure was completed with another 12 x 4mm promus premier¿ stent. No patient complications were reported and patient's status was stable.